Manufacturer narrative:
Pt code: (B)(4) - labeled na. Device code:(B)(4) - labeled na. This report is being submitted late due to a delay by a MFR's employee. Training is in place.

Event description:
Pt reports a daily random shocking sensation. Denies any injury to cause this. He said the last time it occurred he was laying down and not in an emi environment. Pt did have surgery on his fingers but stated that wasn't at the time that this started happening. Add'l info has been requested and if received, a f/u report will be sent. Please refer to mf report # 3007566237-2010-05485 for concomitant stimulator.